Manufacturer narrative:
(B)(4).

Event description:
It was reported the nurse manager of the emergency department gave a kinked spring wire guide in a plastic bag with no lot number to the teleflex sales rep. There are no details of the event.

Manufacturer narrative:
(B)(4) device evaluation: the reported complaint of a kinked guide wire was confirmed. The customer returned one guide wire. Visual examination of the guide wire revealed multiple kinks starting at 25 cm from the distal end towards the distal end. Microscopic examination revealed that both welds were full and spherical. No separations or offset coils were observed. A manual tug test confirmed that both welds remain intact. The guide wire measures approximately 60 cm which is within specification of 59.6-60.4 cm per graphic. The outside diameter (od) measured 0.800 mm, which is within specification of 0.788-0.826 mm per graphic. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.